Manufacturer narrative:
The lens heat shield/cover of the dental light fell off the light and onto the floor causing the lens heat shield/cover to break. The lens heat shield/cover was removed by the end user two weeks before in order to replace the halogen bulb which is considered routine operator maintenance of the dental light. This incident appears to be: the lens heat shield/cover was not reinstalled correctly during routine operator maintenance. The lens heat shield/holder from the dental light has a three prong locking mechanism which locks the lens heat shield/cover into place. The installation instructions, use and care instructions, and labeling clearly state to ensure the lens heat shield/holder is properly secure by snapping the part back into place.

Event description:
A doctor noticed his lens heat shield/holder from his dental light had fallen off his light and onto the floor.